Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 14-sep-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing blurry vision. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 16-sep-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention related to diabetes was reported but customer stated that on (B)(6) 2022 she had gone to the emergency room due to abdominal pain. Customer had been diagnosed with diverticulitis and was treated with antibiotics and pain medication. Customer had been discharged the same day. Note 3: manufacturer contacted customer in a follow-up call on 19-sep-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer did not report any diabetic symptoms at the time of the call but had stated she was again experiencing abdominal pain and may seek medical intervention (not related to diabetes).

Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with test results from results obtained of hi and 265 mg/dl non-fasting. The customer does not know their expected blood glucose test result range. The customer was experiencing blurry vision; medical attention was not needed at the time of the call. Customer stated that she had been hospitalized on (B)(6) 2022 due to high blood glucose. Customer stated her blood glucose had been over 1300 mg/dl. Customer had been diagnosed with hyperglycemia and was treated with IV and insulin. Customer had been discharged on (B)(6) 2022 and has doctor appointments this week to follow-up with her blood glucose level. Customer stated that prior to being hospitalized she had not been testing her blood glucose on a regular basis and that she was not using the right insulin for her diabetes. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: manufacturer¿s expiration date is 02/19/2022; open vial date and product storage were not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.